Event description:
Caller alleged imprecision with the inratio meter. Results as follows: date: (B)(6) 2012; inratio inr results: 1.2, 2.9, 1.6, and 2.27. Customer's operational techniques: customer stated that the inratio meter was not in the correct mode when the fingerstick was performed.

Manufacturer narrative:
Discrepant results (precision) comparison of inratio test results dated (B)(6) 2012 are as follows: inratio inr results: 1.2, 2.9, 1.6, 2.7; mean: 2.1; sd: 0.83; %cv: 39.46; result: fail. Reported results produced %cv greater than 20%. Inratio meter results fail the criteria for precision. The results are considered discrepant beyond the documented variability for pt/inr testing. Review of complaint revealed that the customer applied the sample when the meter was not warmed up and ready. This may have contributed to the unexpected result. No product associated with the complaint is expected for return. In-house therapeutic donor testing with retain strips was performed with reported lot number 284353. Test results as follows: donor (B)(6): inratio results: 2.0, 2.0, 2.0; reference: 1.70; bias threshold: 1.20 - 2.20; %cv: 0.00. Donor (B)(6): inratio results: 2.8, 2.6, 2.8; reference: 2.39; bias threshold: 1.39 - 3.39; %cv: 4.22. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. (B)(4). This issue will continue to be tracked and trended. No corrective action required at this time as no product deficiency was established.